Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and there were no calibration alarms. Quality controls were within range, which shows no indication of a general reagent or hardware issue. The root cause is consistent with a pre-analytical issue.

Manufacturer narrative:
The field service representative performed preventative maintenance and said that the probes and rinse stations are in good working order. This event occurred in (B)(6).

Event description:
The initial reporter received questionable tpuc3 total protein urine/csf gen.3 results for a urine sample on a cobas 8000 cobas c 701 module. The initial result was 640.1 mg/l. The sample was tested on (B)(6) 2020 for urine protein electrophoresis and was tested again for tpu3 at the same time. The electrophoresis resulted in a normal protein pattern. The repeat tpu3 was 97.1 mg/l. Both results were reported to the clinician. Additional results were provided from confirmation testing on (B)(6) 2020: the tpu3 results from a fresh aliquot taken from a urine sample from microbiology were 145.5 mg/l, urine creatinine: 3.97 mmol/l. The results from the original chemistry sample were 102.0 mg/l, urine creatinine: 3.95 mmol/l. The sample tested initially for urine protein/creatinine ratio was retested. The results were: tpu3: 118.4 mg/l, urine creatinine: 3.86 mmol/l. The sample was retested. The results were: tpu3: 110.2 mg/l, urine creatinine: 3.89 mmol/l. The sample was inverted several times and retested with a tpu3 of 159 mg/l and a urine creatinine of 3.93 mmol/l. The sample was shaken several times and retested with a tpu3 of 165.4 mg/l and a urine creatinine of 4.05 mmol/l. The reagent lot number is 447337, expiration date: 28-feb-2021.